Manufacturer narrative:
06-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Piece of the metal that holds the brush and main piece has broken - oral-b [device breakage]. Top bit wobbled - oral-b [device connection issue]. Case narrative: a mother via e-mail stated that her son was using his oral-b electric toothbrush when he heard crunching and the top bit wobbled. Upon opening it, a piece of the metal that held the oral-b toothbrush head and main piece had broken. No injury was reported. 10-jul-2024 follow up via digital safety assessment survey: the consumer did not see a healthcare provider. No injury was reported. 10-jul-2024 follow up via email: the consumer was brushing his teeth when the malfunction occurred. No injury was reported. 10-jul-2024 follow up via picture: the suspect product lot was 1bb24030604. No injury was reported.

Event description:
Piece of the metal that holds the brush and main piece has broken - oral-b [device breakage] top bit wobbled - oral-b [device connection issue]. Case narrative: a mother via e-mail stated that her son was using his oral-b electric toothbrush when he heard crunching and the top bit wobbled. Upon opening it, a piece of the metal that held the oral-b toothbrush head and main piece had broken. No injury was reported. 10-jul-2024 follow up via digital safety assessment survey: the consumer did not see a healthcare provider. No injury was reported. 10-jul-2024 follow up via email: the consumer was brushing his teeth when the malfunction occurred. No injury was reported. 10-jul-2024 follow up via picture: the suspect product lot was 1bb24030604. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.